Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification and no failed battery test alarm was noted. The insulin pump had a stripped battery cap coin slot and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they had repeated failed battery test alarms on their insulin pump. Customer's blood glucose was unknown at the time of the call. The customer also reported the battery cap was damaged for the past two weeks. Customer stated they were unable to remove the battery cap to troubleshoot for the alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.